Event description:
Customer stated "broken during a procedure, the jaw tip that fractured was recovered during the case". Sample is available and sent to us by the customer. Event was reported to us on (B)(6) 2015 by the customer. The procedure being performed was a micro lumbar discectomy, the pt required no med intervention. Another instrument was used to complete the case.

Manufacturer narrative:
Jaw broke during procedure. After investigation of returned device, no hint is given that complaint is caused by the device itself. Hardness as the critical parameter in case of breakage is within specification. DHR was checked. 50 pieces were manufactured, none of them failed and passed final control. No further complaints have been received. Investigation should bonded breakage spot, which leads to the probable cause, device was not used as intended.